Event description:
The patient reported the lead "is not working" and it was "turned off". Additional information from the patient's doctor's office confirms the lead is not functioning. There was oversensing, low impedance, <200 ohms, and noise; it is believed to be an insulation compromise. The device was reprogrammed; the lead was inactivated and a new pacing lead may be implanted at a later time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the lead "is not working" and it was "turned off." Additional information from the patient's doctor's office confirms the lead is not functioning. There was oversensing, low impedance, <(><<)>200 ohms, and noise; it is believed to be an insulation compromise. The device was reprogrammed to aai and a new p/s lead may be implanted later. Additional information was received indicated that the lead was capped and replaced. No patient complications have been reported as a result of this event.